Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: foreign object inside distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of needle stuck inside the scope is traced to component failure due to stress. However, the most probable cause of foreign object inside distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, a needle became stuck inside the colonovideoscope, was advanced forward, and subsequently pulled back into the sheath. The issue was identified at the time of reprocessing. There were no reports of patient involvement.